Event description:
The pt reported that she was at a meeting at 1:45 pm on (B)(6) 2012, when the device alarmed on her leg. The meeting ended at 2:00 pm and she tried silencing the alarm with a paper clip. When that was unsuccessful she discarded it in the nearest trash. She did not report deactivating it or applying a new pod at that time. Her blood glucose began to escalate reaching greater than 500 mg/dl. She began to vomit; felt light-headed, weak, and tired, and could not function properly. The pt went to the emergency room around 4:00 or 4:30 pm, where she was placed on an insulin drip and IV fluid until her blood glucose was under 250 mg/dl. She was released 4 hours later and at the time of her call her blood glucose was 201 mg/dl.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported device alarm or to determine its root cause. The pt reported removing the alarming device without activating a new pod or taking manual injections. This interruption of insulin delivery would contributed to high blood glucose. No product lot number was reported, therefore no qualification record review was performed. The omnipod user's guide warns "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and cautions "keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include several new, sealed pods, a vial of rapid-acting u-100 insulin, and syringes for injecting insulin."